Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out in g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred because the video function did not work properly due to a faulty cable. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a therapeutic cystoscopy procedure, the 4k autoclavable camera head while being used with an olympus video tower, did not display an image. The intended procedure was completed successfully with a similar device with a five (5) minute surgical delay in procedural time while the patient was under general anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable. An additional issue of a faded label on the rear cover was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.